Event description:
It was reported that the patient heard the device beeping for approximately a month and quit, but started to beep again prior to the device follow-up visit. During the follow-up visit, the device was interrogated and a telemetry link could not be established. The device is scheduled for an explant and replacement procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: model 5076-45 implantable tachy lead, implant date (B)(6) 2007. (B)(4).